Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 60" (152 cm) appx 0.4 ml, smallbore ext set w/clamp, rotating luer often breaks or strips, making them unable to unhook the line without using force or other means. There was no patient harm reported.